Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: lfj069899v the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event was received on 2013-08-08. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that should have been submitted on (B)(4) 2013. The lead was analyzed and tested out of specification on (B)(4) 2013 and no longer qualifies for summary reporting and is therefore being submitted via a bimonthly report. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant medical products: c4tr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 419478 implantable pacing lead, implanted: (B)(6) 2007; 5076-45 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.